Event description:
A philips field service engineer (fse) reported that the heartstart mrx defibrillator screen was all white on the bottom half and rainbow colors on the top half during servicing. No beeps or sounds would come from the unit. There was no patient involvement.

Manufacturer narrative:
(B)(4).